Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 475 mg/dl. Customer stated that they were not using auto mode featured insulin pump. Customer did not have any symptoms for high blood glucose. Customer reported battery cap damaged and had blank display after the insulin pump stopped working. Customer had been using insulin pump for 48 hours of reported event. The insulin pump will not be returned for analysis.